Event description:
Patient reported ¿capsular contracture baker grade unknown¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, h6.

Event description:
Hcp has confirmed the event of capsular contracture, baker grade ii. Un-reporting the event of capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Patient reported ¿capsular contracture baker grade unknown¿. This record is for the right side. Device remains implanted.